Manufacturer narrative:
Unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. This complaint was generated from literature review for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
This report is being filed after the subsequent review of the following literature article: balkarli et al. Int. J. Care injured. 2016 an evaluation of the functional and radiological results of percutaneous vertebroplasty versus conservative treatment for acute symptomatic osteoporotic spinal fractures. Jinj-6600; no. Of pages 7 turkey. N=6 cement leakage.